Event description:
Patient incurred a perforation during orbital arthrectomy procedure. Covered stents were inserted as a precaution and blood loss was minimal. Patient tolerated the procedure well and was discharged to home the next day. Patient undergoing orbital arthrectomy, patient experienced a perforation during procedure by device. Coated stents implanted.